Event description:
It was reported that when using the bd pyxis¿ medstation¿ es time differed from the discharge time by 2 minutes, with the discharge time occurring 2 minutes earlier. As a result, discharged patients remained displayed, orders were not crossing over, and the issue persisted after the user facility rebooted the machine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the time was not same in the system and order was not crossing over. A technical support specialist accessed the station and confirmed that the device time was correct. Attempted to contact the customer for additional details regarding the order crossover issue but was unable to connect; however, the customer later confirmed the issue was resolved and identified it as an ehr-side issue due to patients being admitted to the incorrect location. The system functioned as intended after the technical support specialist investigated the device.